Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. Implant worked fine. The patient felt it was not firm enough with the lgk so he asked to have a cx. No adverse patient effect.